Manufacturer narrative:
Device evaluation: "the device related to the reported event of deflation was received on jul 09, 2021 with lot number 2499813. Visual analysis of the returned device identified: opening, wear abrasion, crease fold, brown particles inside of the device. Leak test was performed and found an opening on radius and anterior. A microscopic analysis was performed which identified a smooth crease opening on radius and a striated opening in the anterior side. The fill test inspection was performed, and the result is no blockage. Based on the device analysis the final assessment is: -a smooth crease opening on radius assessed as fold flaw opening. - a striated edge opening on anterior side assessed as surgical damage."

Event description:
Healthcare professional reported a right side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. The device has been explanted.